Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after recieving some shocks. The atrial lead exhibited loss of sensing. The lead remained implanted.